Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, xerostomia, periodontal disease, immediate implantation, mobility. 7 was extracted and placed same day. Patient fails to take antibiotics.